Manufacturer narrative:
Device received by manufacturer on july 11, 2019. Received one used list # 140013190, primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, secure lock, 272 cm; lot # 948035h. The reported white particulate in the drip chamber was confirmed by investigation. One used list 140013190 primary plum set was received for investigation. The returned set was visually inspected and white particulate was confirmed to be present in the drip chamber. The white particulate was not observed elsewhere in the set and was contained in the drip chamber as this drip chamber incorporates a fluid filter. White particulate samples were obtained from the drip chamber and fourier transform infrared spectroscopy (ftir) analysis was performed. The white particulate was found to highly correlate with polyether sulphone (pes) and other poly sulphone variations. The materials of the drip chamber were reviewed and neither pes, nor other poly sulphone variations, correlated with any of the materials of the drip chamber. The source of the particulate is unknown, however, testing suggests that the observed particulate is not related to the manufacturing process or component materials. A batch record review was performed to list # 14000-3190, lot # 948035h and no discrepancies that may have contributed to a complaint of this nature were found.

Manufacturer narrative:
The device is available for investigation. It is yet to be received.

Event description:
The event involved a plumset clave that was noted to have white particles inside the chamber. The event did not occur during patient use and there is no report of human harm.